Event description:
It was reported that during a pulse generator change out, the left ventricular lead exhibited high threshold. The lead was capped and replaced. Following the event, there were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.